Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb, display adapter pcb, passive backplane, cine hard disk drive, video controller pcb, generator interface pcb, image processor pcb, and cpu assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.